Event description:
It was reported that a lap cholecystectomy procedure, during cholangiography next day post operative, the surgeon found the clip malformed and moved from original ligated position. (No patient consequence). One device returning.